Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with a pacemaker was in atrial fibrillation (af) with mode switch, and there was oversensing on the ventricular channel of either the atrial beat or myopotential that was causing pacing inhibition. The field representative planned to evaluate the patient. The device remains in-service. No additional adverse patient effects were reported.